Manufacturer narrative:
B3 approximated.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he developed a blood clot, the patient has received several times pump training and it has been impossible to activate/inflate the cylinders, also the patient is not satisfied with his erection result. The patient has an appointment with a physician to discuss any concerns and request additional pump training as needed. The ipp is currently implanted. No additional information was reported.